Event description:
It was reported that the customer received a button error alarm on her insulin pump. She stated the insulin pump did get wet the previous day. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.